Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2022-10232. The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphoma-alcl-suspected alcl date of diagnosis: (B)(6) 2022.

Event description:
Patient reported right side "hardness, encapsulation, swelling and bilateral exchange". Healthcare professional reported "patient was diagnosed with alcl" and "capsular contracture baker grade unknown". Histopathological markers confirming alcl have not been received. Device has been explanted.

Event description:
Patient reported right side "hardness, encapsulation, swelling and bilateral exchange". Healthcare professional reported "patient was diagnosed with alcl" and "capsular contracture baker grade unknown". Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, white calcification in the surface of the shell, and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.